Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced three infusion set cannula kinked events on (B)(6) 2024. The event occurred within 3 hours of insertion. The insertion site was at stomach. The patient replaced infusion set and remained insulin deliveries successfully. No further information was available.

Manufacturer narrative:
Initial and final MDR 1911398- MDR 3003442380-2024-13980- device 2 of 3.